Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) ¿ infection occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2015 and mesh was implanted. The patient experienced a surgical site infection on (B)(6) 2015, which ended on (B)(6) 2015. The patient was prescribed antibiotics. It was stated that the jp drain stopped draining, causing pain and erythema at the surgical site. Additional information has been requested.

Manufacturer narrative:
As of (B)(6) 2015, the patient is infection free. The physician opined that the difficult surgery with large pannus requiring panniculectomy was a contributing factor to this event.